Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported clinician reported experiencing occlusion alarms when infusing pitocin that was y-sited into a normal saline infusion. The primary infusion was programmed at a high rate and the pitocin that was y-sited in, was programmed at 2-3 ml/hour. She changed out the module and the issue was resolved. This was reported to bd representatives during their site visit. There was patient involvement but no harm.